Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed; the device relayed a flickering image to the monitor. After the device was disassembled and the components were aerated the issue did not recur. During visual examination, the following issues were noted: the distal end was dented and scratched; the bending section cover adhesive was cracked; and the scope connector showed fluid ingression. Functional testing showed the relayed image had a black dot; the device failed leak testing due to a leak path in the instrument channel; and the charge coupled device wire was shorted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the evis exera ii ultrasonic bronchofibervideoscope was in use for a diagnostic procedure and would not relay an image to the monitor. No adverse effects to patient reported.

Manufacturer narrative:
Correcting h10. The reported event of no image was not reproduced during evaluation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.